Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with flap striae in left eye 2 days post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision in left eye several days after treatment. Striae not directly in visual axis and after discussion with surgoen decided to float and stretch flap to eliminate striae. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/15 -5.50 x .00 x 90, left eye pre-op 20/20 -5.25 x -.50 x 139. Bcva from (B)(6) 2015: left eye post-op 20/20 -1.00 x -.75x 35.